Event description:
It was reported that the customer was hospitalized for high bgs. Also it was indicated that the customer had bent cannulas. Troubleshooting was not completed. The customer was using the quick set and they were running high. While the customer was in the hosp the set was changed and tried to deliver insulin thru the pump, but the bgs did not lower. The customer did not check for scar tissue. Advised to call back when for further testing.